Manufacturer narrative:
The customer stated that she does not wash her hands prior to testing. As per the contour next link 2.4 blood glucose monitoring system user guide "wash hands and dry well before handling to keep the meter and test strips free of water, oils and other contaminants." The patient/family was the initial reporter so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that she obtained blood glucose readings of 529 mg/dl at 1:41 p.m. And 146 mg/dl at 1:45 p.m. On the contour next link 2.4 meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter for evaluation. No test strips were returned. Therefore, the returned meter was tested with the in-house contour next test strips from lot # 9lpeb02a using a blood sample, which gave a satisfactory performance.